Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) was confirmed. As received, the rear response button was defective. Upon investigation, three conductors in the response button ribbon cable were damaged, resulting in an intermittent response button switch. The root cause of the damaged response button cable was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were not working.